Event description:
The customer contacted physio-control to report that they placed these defibrillation electrodes on a patient and they failed to pick up the patient's ECG rhythm. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control determined that the likely cause of the reported issue was due to the ECG and therapy cables that were past their expiration dates.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they placed these defibrillation electrodes on a patient and they failed to pick up the patient's ECG rhythm. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.